Event description:
Donor center contacted baxter on 12/2000 to report that a donor experienced a pulmonary embolism later in the same day donor had donated via plasmapheresis. Donor center provided the following info: donor donated plasma on 11/2000. Donor received venipuncture from the left arm and contributed a full donation. No alarms were noted throughout the entire plasmapheresis procedure. Operator collected a tube of blood for "spe" on the donor's right arm as a second venipuncture, which is normal procedure at this donor center. Donor left center in good condition.